Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 400 mg/dl. Customer also had blood glucose of 350 mg/dl, 170 mg/dl and 250 mg/dl. Customer stated that she was not getting insulin as site was clotted due to blood but it was fine after changing the set. Customer declined troubleshooting for high blood glucose. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.